Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported event of bvvi was confirmed in the laboratory and was due to a power-on reset. The cause of the power-on reset was low battery voltage. The device was tested on the bench and using automated testing equipment and no anomalies were observed. The cause of the battery depletion was normal device function.

Event description:
It was reported that the patient presented to the hospital after receiving multiple hv therapies. Interrogation of the device found the device in backup vvi mode. The device was explanted and replaced.